Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board and the coin battery of the monoblock were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an interlock failure error message and would not boot up. No patient injury was reported.